Manufacturer narrative:
(B)(6). Section g4: no 510(k) number was included in section g4 of the report because the device is exempted from PMA pathway to regulatory approval. Section d4, h4: expiration date, UDI, manufacturing date cannot be traced with the provided lot details. Method: the subject device, bc191-05 flexitrunk infant nasal tubing was not returned to fisher & paykel healthcare (f&p), new zealand for evaluation. Our investigation is based on the information, and description of events provided by the healthcare facility, previous investigations of similar complaints and our knowledge of the product. Results: the healthcare facility has reported that the tubing of a bc191-05 flexitrunk infant nasal tubing was found to be torn and leaking during use on a patient. There were no reported patient consequences. Conclusion: without the subject device being returned for an evaluation or photography for visual inspection, we are unable to confirm and determine the exact cause of the reported fault. All bc191-05 bubble CPAP systems are visually inspected, and pressure tested before leaving the production line, those that fail are rejected. This suggests that the damage to the subject nasal tubing occurred after it was released for distribution. Our user instructions which accompany the bc191 bubble CPAP system state: - "use caution when positioning or disconnecting to the infant interface. Avoid excessive pull forces, sharp objects, and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement." A caution insert is included in the packaging to remind the user to take extra care when handling the bc191 bubble CPAP system.

Event description:
A healthcare facility in netherlands has reported via a fisher & paykel healthcare (f&p) field representative that the tubing of a bc191-05 flexitrunk infant nasal tubing was found to be torn and leaking. There were no reported patient consequences.

Manufacturer narrative:
(B)(6). Section g4: no 510(k) number was included in section g4 of the report because the device is exempted from PMA pathway to regulatory approval. Section d4, h4: expiration date, UDI, manufacturing date cannot be traced with the provided lot details. Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in netherlands has reported via a fisher & paykel healthcare (f&p) field representative that the tubing of a bc191-05 flexitrunk infant nasal tubing was found to be torn and leaking. There were no reported patient consequences.